Event description:
The pt reported that the subject meter was causing the test strips to peel. She also reported that the meter was displaying "plus and minus" (battery icon which suggests that the power of the battery is getting low) and that the pt was not able to test. She took pills (medication name and dosage not provided) and then went to the dr's office. She was dizzy and itchy. It is not known how long the pt was unable to test on the meter. Her blood glucose level was checked on the dr's meter and it was "high" (exact result not provided). She was given insulin treatment. There is no further info provided regarding the dr's visit. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided by the pt, there was no misuse of the product. The pt was asked to replace the battery and to check if the meter still displayed the battery icon. However, the pt did not have a replacement battery. This complaint is reported as an adverse event since the pt was not able to test on the meter due to the test strip port issue (meter was causing the test strips to peel) and she was given insulin treatment at the dr's office. A replacement meter, control solution, and test strips were sent to the lay user/pt.